Event description:
Account states that therapist said they had been called to the pt's room by the vent's low tidal volume alarm. Circuit presented with inspiratory and expiratory limbs melted together and one other area along the insp side melted. There is also a crack at the "y" connection to the inline suction catheter & et tube.